Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistently elevated blood glucose, particularly postprandial, with documented occlusion alerts and misuse of meal announcements, including announcing meals while low and using meal announcements as corrections. Symptoms included hyperglycemia up to over 400 mg/dl and hypoglycemia down to 65 mg/dl. Outcomes included prolonged hyperglycemia over two hours and a brief hypoglycemic episode, with no backup therapy, ketone testing, medical intervention, or assistance reported. Investigation included review of user-reported alerts, therapy usage, and device data trends. Investigation of this case revealed probable infusion occlusions along with user handling and use errors related to meal announcements, which can lead to inappropriate insulin dosing; no device damage or leakage was observed and cannulas were reportedly not bent. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices with contribution from intermittent infusion occlusions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.